Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 686781 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not went essure confirmation test". The patient's medical history included obesity, morbid obesity, cholecystectomy and anemia. Current weight 180 lbs. Concurrent conditions included premenstrual dysphoric disorder, buttock pain, knee pain, low back pain and metrorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) had bleeding on and off till essure was removed. Not sure of exact date is started"), menorrhagia ("abnormal bleeding (menorrhagia) had bleeding on and off till essure was removed. Not sure of exact date is started"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), arthralgia ("joint pain"), libido decreased ("decreased libido"), coital bleeding ("postcoital bleeding"), back pain ("pain: mild / lower back"), vulvovaginal pain ("vaginal pain"), headache ("pain: headaches"), migraine ("pain: migraine"), uterine pain ("pain: uterus"), irritability ("irritability") and insomnia ("insomnia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, migraine, irritability and insomnia was resolving, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, fatigue, arthralgia, libido decreased and coital bleeding outcome was unknown and the dyspareunia, back pain, vulvovaginal pain and uterine pain had resolved. The reporter considered arthralgia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, irritability, libido decreased, menorrhagia, migraine, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: 1-2 coils - right tubal ostia, 3 or 4 coils - left tubal ostia. She received treatment for: dyspareunia, back pain and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Pathology test - on (B)(6) 2017: surgical pathological report: clinical history: pelvic pain. Final pathological report: uterus, cervix, fallopian tubes, ovaries, hysterectomy salpingo-oophorectomy. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event outcome updated for: dyspareunia (painful sexual intercourse) and pain: mild / lower back. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and coital bleeding ('postcoital bleeding') in an adult female patient who had essure (batch no. 686781) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not went essure confirmation test". The patient's medical history included obesity. Current weight (B)(6) lbs. Concurrent conditions included premenstrual dysphoric disorder. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) had bleeding on and off till essure was removed. Not sure of exact date is started"), menorrhagia ("abnormal bleeding (menorrhagia) had bleeding on and off till essure was removed. Not sure of exact date is started"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), arthralgia ("joint pain"), libido decreased ("decreased libido"), coital bleeding (seriousness criterion medically significant), back pain ("pain: mild / lower back"), vulvovaginal pain ("vaginal pain"), headache ("pain: headaches"), migraine ("pain: migraine"), uterine pain ("pain: uterus"), irritability ("irritability") and insomnia ("insomnia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, migraine, irritability and insomnia was resolving, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, arthralgia, libido decreased, coital bleeding and back pain outcome was unknown and the vulvovaginal pain and uterine pain had resolved. The reporter considered arthralgia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, irritability, libido decreased, menorrhagia, migraine, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs was received. Lot number was added. Previously added injury nos was replaced with abnormal bleeding (vaginal) and new events abnormal bleeding(menorrhagia), dysmenorrhea, dyspareunia, vaginal discharge, fatigue, joint pain, decreased libido,postcoital bleeding, lower back pain, vaginal pain, headache pain, migraine pain, uterus pain, pelvic pain, device monitoring procedure not performed , insomnia, irritability were added. New reporters were added. Patient demographic was added. Event outcome was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 686781-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not went essure confirmation test". The patient's medical history included obesity, morbid obesity, cholecystectomy and anemia. Current weight 180 lbs. Concurrent conditions included premenstrual dysphoric disorder, buttock pain, knee pain, low back pain and metrorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) had bleeding on and off till essure was removed. Not sure of exact date is started"), menorrhagia ("abnormal bleeding (menorrhagia) had bleeding on and off till essure was removed. Not sure of exact date is started"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), arthralgia ("joint pain"), libido decreased ("decreased libido"), coital bleeding ("postcoital bleeding"), back pain ("pain: mild / lower back"), vulvovaginal pain ("vaginal pain"), headache ("pain: headaches"), migraine ("pain: migraine"), uterine pain ("pain: uterus"), irritability ("irritability"), insomnia ("insomnia") and sciatica ("leg that mimic sciatica was gone"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, leaving my ovaries). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, migraine, irritability and insomnia was resolving, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, fatigue, arthralgia, libido decreased and coital bleeding outcome was unknown and the dyspareunia, back pain, vulvovaginal pain, uterine pain and sciatica had resolved. The reporter considered arthralgia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, irritability, libido decreased, menorrhagia, migraine, pelvic pain, sciatica, uterine pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: 1-2 coils - right tubal ostia 3 or 4 coils - left tubal ostia. She received treatment for: dyspareunia, back pain and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Pathology test - on (B)(6) 2017: surgical pathological report clinical history ¿ pelvic pain final pathological report uterus, cervix, fallopian tubes, ovaries, hysterectomy salpingo-oophorectomy. Most recent follow-up information incorporated above includes: on 6-apr-2020: social media received: event was added- leg that mimic sciatica was gone. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 686781 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not went essure confirmation test". The patient's medical history included obesity. Current weight 180 lbs. Concurrent conditions included premenstrual dysphoric disorder. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) had bleeding on and off till essure was removed. Not sure of exact date is started"), menorrhagia ("abnormal bleeding (menorrhagia) had bleeding on and off till essure was removed. Not sure of exact date is started"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), arthralgia ("joint pain"), libido decreased ("decreased libido"), coital bleeding ("postcoital bleeding"), back pain ("pain: mild / lower back"), vulvovaginal pain ("vaginal pain"), headache ("pain: headaches"), migraine ("pain: migraine"), uterine pain ("pain: uterus"), irritability ("irritability") and insomnia ("insomnia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, migraine, irritability and insomnia was resolving, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, arthralgia, libido decreased, coital bleeding and back pain outcome was unknown and the vulvovaginal pain and uterine pain had resolved. The reporter considered arthralgia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, irritability, libido decreased, menorrhagia, migraine, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Most recent follow-up information incorporated above includes: on 14-oct-2019: update of information (batch is not valid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.